Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked from the connection to the infusion line during use. The following information was provided by the initial reporter, translated from dutch: "there was a leakage at the level of connection infusion line."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-nov-2022. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received four 24gx0.75in nexiva devices from an unknown lot number. A gross visual inspection shows 4 catheter assemblies that have been used and are decoupled from the needle¿s assembly. The catheter assemblies have extension tubing and a bd 5ml syringe attached to them. Per the report some experienced leakage while using the device. Further testing was performed by flushing with a syringe. The q-syte units were then tested for leakage at the level of the connection infusion line. There was no leakage observed on the units. The q-sytes were then dissected and the septum wall did not have damage that could have led to leakage. We were unable to confirm the report of leakage.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked from the connection to the infusion line during use. The following information was provided by the initial reporter, translated from dutch: "there was a leakage at the level of connection infusion line."